Manufacturer narrative:
A sample has been rec'd, but has not yet been evaluated. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A nurse reported that the screen went black during surgery. The system was exchanged and the surgery was completed. No harm to the pt was reported.